Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer's blood glucose reading was 74 mg/dl. Customer stated that doctor had to reset the insulin pump. Customer stated that she has also been getting missed bolus alert. Nothing further reported.